Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture. The patient presented to the ER with pre-syncopal symptoms and 2:1 heart block with an escape rhythm. A device interrogation found no anomalies with device measurements, however the electrogram displayed loss of capture on the ventricular channel. To address this, the right ventricular (rv) lead output was increased. Thereafter, a clinician contacted boston scientific technical services (ts) inquiring about rapid longevity estimate changes. Ts performed remote monitoring data analysis and found that the longevity estimate decrease was due to the increase in the rv lead output. The clinician noted that there were no longer any capture issues and the clinic will continue to monitor the patient. No adverse patient effects were reported.